Event description:
Reporter indicated his neurologist was recently not able to establish communication with the vns generator. The vns programming system was reportedly ruled out as a contributory factor. A battery life calculation revealed the patient's generator is 8.79 years until the elective replacement indicator=yes. The patient wants the vns therapy system to be explanted. Good faith attempts to obtain additional information have been unsuccessful to date.